Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, partially broken retainer, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked and reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.